Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). During use of the 4.0mmx150mmx135cm armada 35 balloon dilatation catheter (bdc), contrast was seen leaking in the hub area; however, the device was used to successfully complete the procedure without issue. There were no issues noted during preparation of the armada 35 bdc prior to use. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.